Event description:
It was reported that there was no alleged product issue. The patient¿s status at the time of report was alive with injury. The patient had improvement of symptoms, but pain was still present. Patient symptoms included pain and less than 50 percent therapy relief. The patient had lumbar pain. There was persistent rebel lumbar pain. The lumbar pain was not covered by the spinal cord stimulator (scs). Actions taken as a result of the event included medication including ketamine 100 mg/24 hours and hospitalization. There was improvement of the symptoms but pain was still present.

Manufacturer narrative:
Concomitant product: product ID 3898, lot # unknown, product type lead. (B)(4).